Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged. The lead was replaced. Additional information received indicates that the lead will not be returned for analysis. The lv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.